Event description:
During intraocular lens (iol) implant surgery, the capsule was broken while inserting the iol. The association between this event and the iol is not known. Additional information has been requested.